Manufacturer narrative:
Reliability analysis evaluated three opened/used reservoirs, and performed testing. The reservoirs passed per inspection, and no air bubbles were found during analysis. Checked the o-ring for defects and none were found.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's reported via phone call of high blood glucose readings and air bubbles anomaly from the reservoir. The customer's blood glucose reading was 548 mg/dl. The husband stated that she called in regarding issues with the reservoir and air bubbles in the tubing. The customer believed that the issue is the reservoir due to air bubbles in between the two rubber gaskets. The customer did not have time to troubleshoot. The customer will be sent replacement sets.